Manufacturer narrative:
(B)(4).

Event description:
It was reported "high pressure alarms after insertion of 50 cc iab. Top of the ballooncwas not fully unwrapped." The iab was exchanged for another one. The same site insertion site was used. No patient injury or consequence. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc and was also covering a section of the iabc bladder. The one-way valve was connected and tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted). Dried blood was noted on the exterior sur-faces of the iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. Upon receipt, the teflon sheath was noted on a section of the bladder membrane; however, there is no evidence that the user attempted to remove the iabc/bladder through the sheath. The sheath was inspected and noted undamaged. The one-way valve was connected to the short driveline tubing and vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "top of the balloon was not fully unwrapped" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported "high pressure alarms after insertion of 50 cc iab. Top of the ballooncwas not fully unwrapped. "The iab was exchanged for another one. The same site insertion site was used. No patient injury or consequence. The patient's current condition is reported as "fine".